Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Investigation summary: one sample of product code z3100 lot # mcm010 was returned for analysis. During the visual inspection of the sample, the tail of the suture extends completely trough the seal area of the foil, resulting in an open seal. In addition, the suture inside of the winding former was elongated and broken occasion that cannot be removed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause is a suture in the seal.

Event description:
It was reported that a patient underwent a hepatectomy on (B)(6) 2019 and suture was used. During the procedure, it was found that the suture had been protruded from the tray and it was caught with the package when opening the package, so it could not be used. There were no adverse consequences to the patient. Upon evaluation, an open seal was found. No additional information was provided.